Event description:
The product was used as an infusion port for chemotherapy. Reportedly, prior to initiation of the infusion the rn flushed the catheter with saline to check patency. The pt complained of pain in shoulder radiating down arm. An x-ray was done and demonstrated extravasation from the catheter into surrounding tissue. On 4/23/97, the pt was taken to the or for removal and replacement of the device.